Event description:
While assessing the baby and unwrapping him from a swaddle, the y-connector tubing attached to the broviac line broke and broviac began bleeding back as there was no longer a closed connection. No tension had been placed on the line prior to it breaking.